Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 16:04:41 on (B)(6) 2024. At 16:09:00 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 16:09:50, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The device was shut down at 16:32:24 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.